Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached and separated from the sds (stent delivery system). The stent struts were severely damaged; stretched, distorted and misaligned. The balloon wings were even and tightly folded. Crimp markings were evident on the balloon indicating direct contact between the coated stent and balloon. The product stent protector was not returned for analysis with the device. A visual and tactile examination found several kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed damage to edge of the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During unpacking of a 2.25x24mm promus element drug-eluting stent, it was noted that the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During unpacking of a 2.25x24mm promus element ¿ drug-eluting stent, it was noted that the stent dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.